Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 22nd may 2026, it was reported by a distributor via an email that for 1 unit of ar-1204as-95, flipcutter ii, short 9.5mm, arthrex, 5.1, the flipcutter blade detached from its sleeve during the retrograde reaming. This was detected during an unspecified procedure on (B)(6) 2026. Additional information received on 25th may 2026: this was detected during a knee acl quadlink on (B)(6) 2026. The procedure was completed successfully after the sleeve was detached, the surgeon attached the chuck drill on the flipcutter blade to ream it out, then proceed to ream the tunnel again with a 9.5mm cannulated reamer to make sure the tunnel is through and through. Graft passing done as usual after that. There was no patient harm.